Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the patient's vns device is showing "low" battery signal. The device was not showing any actual low battery indicators and the battery indicator is still green,. However, the indicator is looking really low considering the implant time and settings per the nurse practitioner. The nurse practitioner is concerned on battery life as it is not even one year old. A battery life calculation as the nurse practitioner suspects that the device could be reaching end of service prematurely. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. A battery life estimation with the available information showed that the device had roughly 4-6 years prior to reaching eos.

Event description:
Additional programming data was received.

Event description:
The explanted generator was received by the manufacturer. Analysis is underway but has not been completed to date.

Event description:
Product analysis was completed on the returned generator. Premature battery depletion was verified. The generator was unable to be interrogated due to battery depletion when received. The generator initially failed the post-burn electrical test. A visual assessment on the pcba, showed contaminates on the trimmed edge of the pcba. After the contaminants on the pcba were removed, the generator performed according to the functional tests of the post-burn test. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, and contributed to premature depletion. No further anomalies were identified.

Event description:
Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance, and generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without any substantial programming changes.

Manufacturer narrative:
Date of this report - supplemental MDR 1 inadvertently did not change the aware date to 06/08/2015.

Event description:
It was reported that the patient's vns had reached end of service, pulse-disabled and was no longer able to provide therapy. The patient's generator was replaced due to battery depletion. The explanted product has not been received to date. No further relevant information has been received to date.